Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected an unreported condition of a corrupted microsd card that has no relationship to the reported condition. The most likely cause could not be established from the information available. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operative. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4):this report is based on information provided by post market vigilance (pmv) investigation personnel. Pmv received one sigphandle opened by the account without the packaging. Evaluation: the handle was received with a fully depleted battery. The handle was inserted into a sigsbchgr to charge. - eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured to be 0.076 volts and 0.094 volts. The thermocouple was intact. One of the battery cells was found to be vented. The handle had 265 of 300 procedures remaining. The secure digital (sd) card was unable to be read. The battery was replaced with a known working battery. The handle initialized with the ver screen. The motor test passed, the piezo sounded, and the organic light-emitting diode (oled) displayed ready for clamshell. Once the oled screen turned off, it would not turn on again even after pressing any buttons, but there was still a heartbeat. The handle was green key reset. A pmv clamshell (lot: n1e0901y) and pmv adapter sn: (B)(4) were attached and the handle displayed the adapter yellow swimlane. The logs were unable to be downloaded via master control panel (mcp). The handle was connected to the full version of mcp and the blob was found to be invalid. Based on the evidence available the reported condition of the handle did not turn on was confirmed. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation (component failure). Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Additionally, the product was forwarded to signia r & d engineering for further evaluation of the invalid blob. Corrective action has been issued for the related failure (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, during charging, the red indicator illuminated once while charging using the charger. Afterwards, the green indicator continued flashing for several days during charging, but the fully charged indicator did not turn on. The handle was disconnected from the charger, but the power did not turn on. No patient involvement. Medtronic's initial evaluation of the incident device found that one of the battery cells was vented.